Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that before use of the bd¿ control syringe with bd¿ luer-lok tip, when opening the package it looked to be contaminated inside the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ control syringe with bd¿ luer-lok tip, when opening the package it looked to be contaminated inside the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that before use of the bd¿ control syringe with bd¿ luer-lok tip, when opening the package it looked to be contaminated inside the packaging. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd control syringe with bd luer-lok tip, when opening the package it looked to be contaminated inside the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.